Event description:
Upon investigation, the pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve leak failure for valve 2. Log files were pulled and analyzed to confirm this failure. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing.

Event description:
The following was reported: pump problem alarm immediately when pump was brought out of standby. Removed pump and brought nurse a different pump so that she could start her infusion. Attempted full power down and power on. Pump problem alarm encountered right away. Pump is plugged in and in standby at elizabeth city. No patient harm occurred. Alarm started prior to starting first infusion on first patient of the day. Preliminary evaluation of the device logs shows the following: pneumatic valve leak failure (valve 2). This did not stop an active infusion. Fresenius kabi is reporting this as a conservative measure. No adverse event was reported. Further information is needed to complete the investigation.